Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints have significantly reduced based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following information: site care: prepare the site according to institution protocol. Clipping of hair at site may improve dressing adhesion. Shaving is not recommended. The skin should be clean, dry and free of detergent residue. Allow all preps and protectants to dry completely before applying the dressing to prevent skin irritation and to ensure good adhesion....... Sitecare: the site should be observed daily for signs of infection or other complications.... Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm(tm) chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised, if the site is obscured or no longer visible, if there is visible drainage outside the gel pad, if the dressing appears to be saturated or overly swollen . .

Event description:
Nurse reported a (B)(6) male inpatient was receiving antibiotics through a PICC. The 1659 tegaderm chg dressing covered the insertion site. The dressing was applied for seven days and the patient reportedly experienced itching, redness and an extensive rash under the entire area where the dressing was applied. Nurse reported the PICC line was removed as a result of the skin reaction. A small gauze dressing was applied over the insertion area, patient was discharged and instructed to leave the remaining area open to air. Nurse stated the patient was contacted the following day and he reported the reaction was improving. Culture of catheter tip returned with negative results. Nurse reported the patient had a new PICC line inserted in his other arm.